Manufacturer narrative:
Follow-up #1 date of submission 12/29/2015. Device evaluation:the pump has been returned and evaluated by product analysis on 12/12/2015 with the following findings: a review of the pump black box data showed call service 087 alarms. During testing, the pump powered on normally with no alarms. The pump was exercised for 24 hours with no call service alarms.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a call service cs 087 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.